Manufacturer narrative:
The date of the event was reported as ¿3 months ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The event was manifested by "condition is not stable." It was not reported if the patient was hospitalized for the event. On an unreported date the patient was treated with unknown medication (drug name, dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing during treatment and was discontinued later on an unreported date (current mode of dialysis therapy not reported). At the time of this report, the patient had recovered. No additional information is available.